Event description:
It was reported that the connection cable for disposables was eroded by saline water so the cardiohelp could not read the valve measured by the oxygenator. The failure occurred during training. No harm to any person has been reported. Complaintnumber: (B)(4).

Manufacturer narrative:
It was reported that the connection cable for disposables was corroded by saline water, so the cardiohelp could not read the valve measured by the oxygenator. The failure occurred during training. A getinge service technician (fst) was sent for investigation and repair on (B)(6) 2022. The connection cable for disposables was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Another connection cable for disposables with a similar failure was already investigated by the getinge life cycle engineering on (B)(6) 2021. Deposit was detected on the cable socket during visual inspection. The most probable root cause was determined as wetting of the socket plane of the plug with salt-containing liquids (priming), the measurement signals are influenced by the electrical conductivity of the contamination. In (B)(6) 2021 a service bulletin (issue 95 / (B)(6) 2021) was published to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. To avoid corroded pins the customer must store the cable on the holder at the sensor board or connected to the disposable. The device history record (DHR) of the cardiohelp (material: 701048012, serial: (B)(4), elo#: (B)(4)) was reviewed on (B)(6) 20222. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "connection cable for disposables was corroded by saline water, so the cardiohelp could not read the valve measured by the oxygenator" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.